Event description:
The cast cutter was sent for service and it was noted during performance testing that the cord was cut and there were bare exposed wires. No adverse event was associated with the device.